Event description:
Customer reported blood glucose results of 474 mg/dl, 241 mg/dl, and 150 mg/dl within 10 minutes on the aviva system. Customer reported, no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.